Event description:
Healthcare professional reported via device tracking "contracture" against left device. The device has been explanted of a non allergan device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)